Manufacturer narrative:
Findings: unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment part of insulin pump ring broken off. It was also reported that the reservoir came out of the insulin pump. The customer's blood glucose level was 297 mg/dl at the time of incident. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Findings: unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing reservoir tube o-ring.